Event description:
Complainant alleged that while attempting defibrillate a patient with paddles, the device displayed a "defib pad short" message. The medics switched to electrodes and were able to deliver therapy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.